Event description:
The affiliate alleged the customer reported elevated carcinoembryonic antigen (cea) results, for multiple pts, involving unicel dxi 800 access immunoassay system. This report refers to pt number four. The elevated results did not correlate with the pt's clinical condition. The elevated results were released out of the laboratory. Subsequent testing with a new reagent lot produced results within the reference range. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. All carcinoembryonic antigen (cea) pt samples were retested. System check performed on (B)(4) 2009 indicated all portions were within specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 208 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04235, 04237, 04239.